Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they unable to read the screen in direct sunlight and were unable to view alerts and make necessary dosage adjustments. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.